Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited far r-wave oversensing and the atrial lead exhibited over-sensed noise. The patient experienced palpitations. Programming changes were performed for the far r-wave oversensing. The atrial lead will further be monitored. There were no patient consequences.